Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter became entrapped on the guidewire. A spiroflex® vg angiojet® thrombectomy set was selected for a thrombectomy procedure in the coronary vessel. The procedure was completed with this device and the device was fine. During withdrawal from the patient, the device could not be removed from the wire. The catheter was removed with the wire as a system. There were no patient complications and the patient was fine.